Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were high impedance measurements on the lead when measuring through the device. The measurements were less when measuring through the analyzer. The data was cleared and the lead impedance was then in range with the analyzer measurements. The device is still in use. No patient complications have been reported as a result of this event.